Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. Both reload and handle were changed to another device and the surgery was completed. There was no patient injury.